Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, as it was reported that the onset date was several months ago.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and tissue atrophy. Additionally, the balloon herniated out of its original space. A surgical procedure was performed to remove the device, and no additional patient complications were reported.